Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system could not push an exam to electronic picture archiving and communication systems (pacs). It was reported that the pacs system displayed an error message due to the failed transfer. It was noted that the navigation system has the same ip address as the other medtronic navigation systems at the site. It was reported that the exam could transfer between other medtronic navigation systems and that the failed transfer used the same wall port and ethernet cable. Initial troubleshooting found that the exam could not be pushed from pacs to the other navigation system. It was noted that the navigation system displayed a green led for communication on the io port and that pacs could not ping the ip address used. There was no patient present when this issue was identified. No additional information was provided.